Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 79018ud00. A review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify any related trends. The device history review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I, lot number 79018ud00, was identified.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one patient using reagent lot 79018ud00. The sample was repeated with negative results. The following data was provided: sid (B)(6) 77 year old female patient processed on (B)(6) 2025 on alinity I serial number (B)(6) at 18:00 pm = 85.3 and 55.1 processed at 08:48 am on alinity I (B)(6) = 5.8(believed to be the correct result and reported out) and 6.5 ng/l reagent lot 79018ud00 used for all four results. Customer¿s diagnostic cutoff = 27 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p13-24 that has a similar product distributed in the us, list number 4z21, with 510k number k202525.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one patient using reagent lot 79018ud00. The sample was repeated with negative results. The following data was provided: sid (B)(6) 77-year-old female patient processed on (B)(6) 2025 on alinity I serial number (B)(6) at 18:00 pm = 85.3 and 55.1 processed at 08:48 am on alinity I (B)(6)(believed to be the correct result and reported out) and 6.5 ng/l reagent lot 79018ud00 used for all four results. Customer¿s diagnostic cutoff = 27 ng/l no impact to patient management was reported.